Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that their personal therapy manager (ptm) device was getting very slow again. The agent reviewed the data and assisted the patient in deleting the data. The patient was able to connect to the pump without any lag and noted a 10-minute lockout period.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that they were allowed 4 boluses per day and the myptm application was slow again. The agent walked the patient through clearing the data which resolved the issue.

Event description:
Information was received from a patient representative regarding an external device to an implantable pump infusing an unknown drug for non-malignant pain. It was reported that when the patient went to make a connection to the pump, it got stuck on 90% and hung there for a while. The patient representative (caller) was not with the patient. The caller through clearing the data. The caller will monitor the issue and call back if needed.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID hh90t02 (serial: (B)(6)); product type: 2201-mobile platform; implant date n/a; explant date n/a. Section d references the main component of the system. Other medical products in use during the event include: brand name synchromed; product ID a820 (serial: unknown); product type: 0216-software brand name ; product ID hh90t02 (serial: (B)(6)); product type: 2201-mobile platform. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.